Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: one nurses states that she is constantly tending to beeping pumps with the most frequent alarms being downstream (when there seems to be none) and air bubbles (when they can't see any). She reported an incident where she went through 4 pumps, 3 different tubing sets, and 3 bags of medication to try and address the alarm. This is leading to frequent medication waste, increased costs, and too much time that the nurses do not have. Pt's have been reporting how much they hate the pumps. B. Braun manager of clinical success reported that the events were reported during an onsite visit on 25may2023 and that no serial numbers were noted during the visit. She added that many times, the nurses report there are no visible air bubbles. If they are present, it is a tiny microbubble that should not be large enough to trigger the air bubble alarm.